Event description:
Philips received information from a customer site that following the completion of a biopsy procedure. The operator noticed that white smoke was coming from the gantry, pushed e-stop to stop gantry movements and removed the patient from the table. The operator stated that the smoke filled the room and it was difficult to see. The fire alarm did not activate. There was no evacuation. A fire extinguisher was not used. The fire department was not called. The philips field service engineer (fse) confirmed there were no signs of fire inside the gantry. The fse confirmed there was no harm to a patient, operator, or bystander due to this reported event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).